Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was noted that the patients trial began on (B)(6) 2022. It was reported that the patient had questions about stimulation that were answered on the call. Patient said they were getting more from their catheter than they get when peeing and that usually does not happen to them. They thought the device seemed to be having an opposite affect. Additional information was received from the patient on 2022-apr-25. They reported that the therapy was making their symptoms worse as they were voiding more with the catheter than on their own. The patient increased their stimulation on the left side from 0.9 to 1.5 on (B)(6) 2022.